Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Both gravity and rate control tubing leaking at junction between tubing and drip chamber. Leak noticable to the point that it went on patients arm during gravity infusions.

Manufacturer narrative:
One sample product for ks-122-2 with unknown lot # was returned for evaluation. The reported complaint for fluid leaking at junction between tubing and drip chamber is confirmed. Visual inspection of the leak location revealed that the bonding port of the drip chamber is oval, and there is a leak at the area that is out of round. A review of the lot history record could not be conducted for this product since the lot # was not provided. Corrective action: as an immediate action vygon has stopped manufacturing with drip chambers from this supplier, and converted all production back to the previously qualified supplier. Training will be performed with all operators performing bonding operations. A corrective action will be issued into vygon USA quality management system to document the formal training. Vygon USA will continue to monitor this failure for future occurrences. In addition, CAPA (B)(4) has been opened to further investigate the leaking drip chamber issue.

Event description:
Both gravity and rate control tubing leakng at junction between tubing and drip chamber. Leak noticable to the point that it went on patients arm during gravity infusions.